Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a past hospitalization and unexplained high blood glucose of 364mg/dl. Troubleshooting found that the pump also alarmed no delivery and cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms, motor error alarms or displacement anomalies were noted. The insulin pump was tested with a water fill test reservoir and no bubbles were noted. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
The pump passed the delivery accuracy test. The motor was tested outside of the device and it passed.